Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted support to confirm that changing supplies is an appropriate step when troubleshooting elevated blood glucose (bg) levels. The user experienced a hyperglycemic event in which bg reached 350 mg/dl for approximately 2¿3 hours. After changing infusion supplies, bg levels returned to the target range. The user was utilizing an inset infusion set, and no additional interventions were required. The device issued alerts during the event, and no symptoms or adverse effects were reported. No medical intervention was needed.